Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03602, 0001822565 - 2019 - 03604, 0001822565 - 2019 - 03605.

Event description:
It was reported that a patient underwent left hip arthroplasty on an unknown date. The patient is being considered for a revision on an unknown date due to unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed with the information provided. X rays were provided and reviewed. Review of the available records identified the following: asymmetric position of the femoral head within the acetabular cup suggesting possible poly wear. Radiolucency at the bone cement interface and the bone hardware interface of the greater trochanter of the femoral component was observed. No other issues were identified. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent left hip arthroplasty. Subsequently, patient was revised approximately 11 years later for an unknown reason. No further event information available at the time of this report.